Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for diabetic ketoacidosis. The patient had symptoms of dry mouth and vomiting. The blood glucose result on the emergency meter was 27.0 mmol/l. The type of treatment given to the patient was unknown. The patient was currently still in the hospital. The infusion device cannot be returned due to legal and customs issues.